Event description:
It was reported that the patient states that he occasionally has pain in his right hip. He feels some discomfort but does not have extensive pain. He can't walk long distances and gets very fatigued. His work requires him to do a great deal of walking and climbing stairs which is uncomfortable. His doctor recommends that he has an MRI and blood work.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.